Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 85 units and remained static. Reportedly, the cartridge was filled with 240 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.